Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 11 years and 1 month post implant of this bioprosthetic aortic valve, a transcatheter valve was implant valve-in-valve. It was reported that the valve was severely stenotic with a gradient of 40mmhg. No additional adverse patient effects were reported.